Event description:
The customer reported that the system displayed a fast stop error message that shut the system down. This error message occurred as a result of system arcing. There is not report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament driver board and system batteries were replaced. The system was then found to be operating as intended.